Event description:
It was reported that the device is seeing t-wave oversensing, but only during lead impedance testing. The device remains in use. No patient complications have been reported as a result of this event.